Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unexpected receiver shut down occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection failed with an activated moisture detection sticker. Through troubleshooting, a defective u5 was found. Functional testing and receiver download were unable to be performed. Confirmation of the reported event of unexpected receiver shutdown could not be determined. The root cause could not be determined.